Event description:
Patient called lfs and alleged that the meter was reading inaccurately high. The patient tested on the meter and obtained a result of 260 mg/dl. Retested on another meter and the result was 91 mg/dl. No harm or injury alleged. A comparison of one meter to another is an invalid comparison. The patient stated that the test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were done correctly. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of the meter contributing to a serious injury. Test strips and control solution are being sent to the patient.